Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Freestyle freedom lite meters are guaranteed to be free from defects in material and workmanship for a period 5 years. As the manufacturing date of this product is before 13-oct-2014, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data was reviewed and confirmed that freestyle strips showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the error-3 message received on her adc blood glucose meter. Customer experienced symptoms described as "sweating, craving for food, dizziness and light headedness" and presented to ER where she received blood sugar candy from the doctor. There was no report of death or permanent impairment associated with this event.